Event description:
A malfunction was reported on a customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.